Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the lead was oversensing and was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows one lead integrity alert (B)(6) 2012. Ventricular non-sustained tachycardia (nst) less than or equal to 210 ms on (B)(6) 2012. Ventricular fibrillation (vf) less than or equal to 190 ms average v-cycle on (B)(6) 2012. Ventricular short interval count (v-sic) equal to 24.5 counts avg/day, in 30 days, between (B)(6) 2012.